Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 1999, the pt underwent a primary left l4-l5 spinal root decompression. Nineteen days later, the pt presented with "sacroiliac joint clicking". The investigator noted the event as mild in intensity. The physician did not prescribe treatment to resolve the condition. The event was reported as resolved without treatment one week later. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted idiosyncratic effect as a possible explanation for the event.